Event description:
This case, reported by a consumer and confirmed by a nursing sister, concerns a pt who experienced ketoacidosis and elevated blood glucose levels. The pt was receiving insulin lispro (humalog) via a pen injector device (humapen ergo) for treatment of diabetes. The device had been operated by the pt for approximately two months. No medical history was provided. The pt was taking insulin human isophane injection (protaphane) concomitantly. In 2001, an unspecified time after commencing insulin lispro therapy (8+10+8iu/day), the pt experienced elevated blood glucose levels. Three weeks later, on the day of the event, the pt experienced ketoacidosis. The events occurred approximately 2 months after the pt had begun using a humapen ergo (model #ms8335) which the pt believed was malfunctioning. The pt was admitted to hospital for ketoacidosis (second admission, first admission was one month prior), where the nursing sister checked the humapen by dialing 15 units and transferring the amount into an empty syringe. The syringe gave a reading between 11-12 units. The pt's normal glucose readings range from 6.2 to 11mm0l/l. At the time of event and potential device malfunction, the pt's glucose readings were 30mmol/l and above. At the time of discharge, the pt's ketones were 8 and above. Insulin lispro was continued and the events abated seven days after the event. The pt has fully recovered. In the opinion of the reporting nursing sister, the events are not related to insulin lispro, but rather are possibly related to the humapen ergo. The humapen in question has been received and analyzed by the company. There were no broken engagement tabs upon inspection of the pen.

Event description:
This case, reported by a consumer and confirmed by a nursing siste, concerns a 40-year old caucasion female who experienced ketoacidosis and elevated blood glucose levels. The pt was receiving insulin lispro (humalog) via a pen injector device (humapen ergo) for treatment of diabetes. The device had been operated by the pt for approx two months. No medical history was provided. The pt was taking insulin human isophane injection (protaphane) concomitantly. On 7/28/2001, an unspecified time after commencing insulin lispro therapy (8+10+8iu/day), the pt experienced elevated blood glucose levels. Three weeks later, on the device was returned to the MFR (pds) for analysis. The manufacturer's eval results revealed: the device cap was not returned. The device lot was determined to be a1487. A detailed investigation determined that the device was within specifications for dose accuracy and injection force. As such, it cannot be concluded a device malfunction caused the reported medical events.